Event description:
It was reported that the foxcross balloon was used in the moderately calcified common iliac artery and the moderately calcified external iliac artery. Two inflations were performed with the balloon. In comparison to a non-abbott balloon, the physician rated the foxcross balloon to be somewhat worse in deliverability to the lesion site, somewhat worse in balloon rewrap after inflation, and somewhat worse during removal into the sheath after inflation. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.